Manufacturer narrative:
Lot# unknown as information not provided by reporter. Expiration date unknown as lot# information not provided by reporter. No product was returned for investigation. Our quality control department verifies that the needle will smoothly manipulate the inside diameter of the catheter 100% prior to further processing. However, we are aware of the potential for this type of occurrence and have previously addressed this matter in an effort to minimize the potential for recurrence. As no lot number information was provided, we are not able to determine if the subject catheter was manufactured prior to this change. Nevertheless, the appropriate individuals were notified of this matter and we will continue to monitor for similar reports.

Event description:
Pt underwent transjugular intrahepatic portosystemic shunt (tips) placement, thrombolysis and angioplasty and stenting using rosch-uchida transjugular liver access set. Foreign body (6cm length of catheter) noted in right ventricle approximately 4 months later. Successfully removed. Extensive review determined foreign body was a portion of the soft introducer used during the tips procedure. Pt outcome unknown at this time.